Manufacturer narrative:
(B)(4). The reported complaint for "blood was found in the helium pathway" is not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the iabp machine suddenly gave an alarm, indicating that the balloon pressure was too high, and the machine automatically stopped working". As a result, the iab was removed and blood was found in the helium pathway. A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the iabp machine suddenly gave an alarm, indicating that the balloon pressure was too high, and the machine automatically stopped working". As a result, the iab was removed and blood was found in the helium pathway. A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".